Manufacturer narrative:
Not applicable

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a bleeding rash. There was no alleged device malfunction contributing to the wound. The patient¿s physician prescribed a skin barrier cream for the wound. Outcome of the wound is unknown.